Event description:
It was reported that the patient presented to the emergency department due to receiving shocks from the implantable cardioverter defibrillator (ICD) device for supra ventricular tachycardia (svt) episodes. The patient experienced anxiety from this occurrence. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).